Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report of the device intermittently getting lines across the screen was observed and attributed to the lcd color cable that was not properly seated. The cable was reseated to correct the report. The customer's report of "poor pad contact warning" was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. The activity log does not support a device malfunction for this user advisory. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "poor pad contact" message and then the device's display showed horizontal lines and was not legible complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.